Event description:
The tip caught fire during use, oxygen level unknown. Fire did not touch the patient and the case was completed by utilization of another device.

Manufacturer narrative:
Product event (B)(4). Investigation plan: visual inspection testing performed: visual inspection the device was received in an brown shipping box, single bagged and placed back in the plastic tray. No lid or display packaging was returned so lot number confirmation could not be conducted. The device received was found to have the handle and shaft/tip delivered assembled. There was charring and discolored silicone material surround near distal-most shaft. Discoloration observed on the tonsil tip blade, too. There appears to be a portion of the material missing from the shaft, this could have come from cleaning or melting. Investigation conclusion: the complaint was confirmed to have experienced a fire based on visual inspection of the tonsil tip and comparing it to similar previous complaints. Due to similar previous complaints it has been hypothesized that the flame occurred while using the tonsil tip in an elevated oxygen environment. Bench top investigations found that the silicone material in the tonsil tip can withstand the high temperatures seen during normal use. However, when exposed to temperatures in excess of 400 degrees c it will burn, leaving behind a white ash residue (as shown in the figures above), but will not generate any flame. After several attempts of extremely harsh use failed to recreate the failure mode, it was hypothesized that the failure may have occurred from the high oxygen environment. Oxygen gas was introduced directly to the tip and after several seconds of activation on coag 10, the oxygen ignited and reproduced the burned tonsil tip. Due to the complaint history and the root cause analysis, (B)(4) was open and the proposed tonsil tip material change is in process. In addition, the peak plasmablade tna technique guide it states ¿observe all standard operating room safety precautions and set up. Be aware that the use of supplemental oxygen with an uncuffed endotracheal tube carries the greatest risk of fire.¿ attached is the heath hazard evaluation (hhe) performed on the plasmablade tna product. (B)(4).

Event description:
The tip caught fire during use. Fire did not touch the patient and the case was completed by utilization of another device.

Manufacturer narrative:
(B)(4). Method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.